Event description:
It was reported that there was a right knee poly swap from ps insert to ts insert due to instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown #5 9mm ps insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retained implant.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed because insufficient information was received. Further information such as x-ray images, and patient follow-up notes are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a right knee poly swap from ps insert to ts insert due to instability.